Event description:
It was reported that the tray where the reamers for tc3 are laying the rubber part is breaking and the sterile department do not want to use tray for safety reasons. The plastic on the tray is falling apart.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned. Reviewing the photos provided on the attachments the reported event was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> the device lot number is unknown; therefore, a mre could not be performed. If more information become available, the record will be re-assessed h10 additional narrative: added: b5.

Event description:
Hold for bf 11/17 .instead of reported product code 2178-64-105, the franchise received product with the code 2178-64-108. Could you please confirm if received product with the number 2178-64-108 belongs to this complaint and the customer reported originally wrong product code 2178-64-105? Or do they have also another complaint? Answer: . The tray they showed me was 217864105. I can´t see what kind of tray 217864108 looks like ( I have tried go inventory), do you have a picture on that tray (217864198), so I can see what you mean? If you look at the picture below, they were complaining on the rubberpart where the drills are laying.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Reviewing the photos provided on the attachments the reported event was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the device lot number is unknown; therefore, a mre could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. The rubber parts of the case have started to chip at the edges. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.